Event description:
A hot line fluid warmer (smiths medical) was used during a surgical procedure. Blood was spiked onto the IV tubing a pressure bag placed on the bag of blood. Almost immediately blood flowed from the IV tubing and into the hot line reservoir, indicating that there was communication between the fluid in the warming jacket and the sterile IV pathway tubing.